Event description:
It was reported that the patient was experiencing pain and burning sensation at the implant site, which in turn caused redness and skin irritation. The patient also had inadequate pain relief and had difficulty getting the implantable pulse generator (ipg) to fully charge. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. The explanted device was discarded by the medical facility.